Event description:
During navigation of the 1.5 mm x 15 mm gateway balloon into left middle cerebral artery, the tip of the balloon advanced beyond the tip of the guidewire. This resulted in the perforation of the left middle cerebral artery. Patient subsequently treated with 1 coil resulting in perforation closure.